Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros tropi es lot 4222 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Reported quality control (qc) fluid performance indicates a vitros tropi es lot 4222 performance issue is not a likely contributor to the event. Within run precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4222. Email address for contact office is (B)(4).

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample when tested using vitros tropi es lot 4222 on a vitros 5600 integrated system. Patient sample 1 result of 0.414 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).